Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to infection. During the revision procedure, the hex screw heads stripped out of the glenoid baseplate. A screw removal set was utilized to remove the screws and complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.